Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the up/down/right/left angle were not to specification and had play evident, and the light guide lens adhesive/the objective lens adhesive / the distal end adhesive were found to be worn. The device evaluation found that the air/water nozzle was blocked with foreign debris that appeared to be a white brush like material. Additional findings include the following: the light cover glass was chipped, the outlet pipe sealant was worn, and there was water ingress in the scope connector. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite colonovideoscope had reduced angulation and the adhesive was worn. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air / water nozzle was blocked with foreign debris. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.